Event description:
Removing a chip from my right front tooth [tooth fracture]. Sliced into my lower lip [lip injury]. Bottom part of the brush head came away [device breakage]. Case description: a female consumer of unspecified age used an oral-b rechargeable toothbrush, version unk 1 application, frequency of applications unk on unspecified dates. The bottom part of the brushhead came away revealing the metal pin. The pin sliced into her lower lip, she moved quickly in shock and chipped her right front tooth with the pin. She is very upset by this as it is visible and is anxious when brushing and eating due to the possibility of unseen damage. Medical treatment: no info was provided. Relevant history: no info was provided. Concomitant medication: no info was provided. The outcome of the case is: not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation. Device not available for eval.